Manufacturer narrative:
Balt USA reference#: (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number: f251000794 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "during a coil embolization of a spinal avm, the physician attempted to deploy an optima complex-18 (20 × 65) as the seventh coil through a headway 27 microcatheter. During deployment, while attempting to reposition, he reported feeling a "pop" and subsequently lost one-to-one control of the coil. Multiple attempts were made using different guidewires and coil pushers to advance the remaining portion of the coil out of the microcatheter; however, these attempts were unsuccessful. The coil was ultimately unintentionally snared by a coil pusher within the microcatheter, and the physician was able to successfully remove both the coil and microcatheter. After re-accessing with a headway duo 156 cm microcatheter, the physician proceeded with additional coil deployment. During placement of an optimax soft (16 × 50), he again experienced loss of one-to-one control, and the coil was prematurely detached with greater than 50% of the coil remaining within the microcatheter. Attempts to advance the coil using guidewires were unsuccessful. A syringe was then attached to the hub, and negative pressure was applied while withdrawing the microcatheter, resulting in successful removal of the entire coil. Both coils were prepared per the instructions for use (IFU). No patient injury occurred. The products are not available for return." Update 23mar2026 - additional information received from the issuer: "1. Did the procedure involve tortuous anatomy? No. 2. Will the microcatheter be available for return? No. 3. Where did the implant prematurely detach? (Inside the an, inside the mc? Etc) inside the microcatheter. 4. Were any attempts made to detach the implant coil using the detachment controller? No. 5. Can you confirm if the device was implanted? No." Incident report form submitted for this complaint indicates that no patient injury was sustained.